Event description:
Customer reported that the he received a no delivery alarm during bolus delivery. Customer was advised to disconnect at quick release and perform fixed prime; insulin did exit the tubing. Customer stated that he changes his infusion sets every 3 to 4 days and inserts standing up. Customer was unable to remove the infusion set to examine the cannula. Customer was advised to change the infusion set an reservoir when possible. Blood glucose value was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.